Manufacturer narrative:
Patient's date of birth unavailable. Patient's gender unavailable. Patient's weight unavailable. Patient's ethnicity and race unavailable. Relevant tests/laboratory data unavailable. Other relevant history unavailable. The manufacturer is anticipating return of the device for evaluation but has not received it at this time. The component code will be determined after the device has been returned and the evaluation is complete.

Event description:
A philips representative became aware on 21 june 2021 of a lead extraction procedure that was performed on (B)(6) 2021. The procedure was to remove a right atrial (ra) lead due to non function. In addition, on 08 july 2021, the manufacturer received a facility medwatch, report # (B)(4), in which the facility and event date matched with the event captured within the manufacturer's database, and contained similar details of the event. According to information contained within these two reports, a spectranetics bridge occluding balloon was being prepared in the event it would be needed for use within the superior vena cava (svc) in the event of an emergency. Although no detail could be obtained regarding when the bridge balloon was inflated with contrast medium, the report stated that after inflation, deflation of the balloon was attempted, and instead of contrast medium being drawn out of the balloon, air was being drawn into the syringe instead. It was reported that the procedure was completed with no report of injury that would have necessitated use of the bridge balloon. In addition, the procedure was completed, the ra lead was successfully extracted, and there was no reported patient injury during the lead extraction. This report is being submitted because the bridge balloon could not be deflated during the procedure. There is potential for patient harm if this failure was to recur.

Manufacturer narrative:
The device was returned to philips on 24 aug 2021. The device was initially evaluated by philips and then sent to the supplier (the manufacturer of the bridge device) for evaluation that was completed on 15 sept 2021. Device evaluation: the device was returned to philips and evaluated by a cross functional team. The device was coiled and had several kinks, due to the kinks a guide wire was unable to pass through the inner lumen. While injecting soap/water mixture through the guide wire port and pulling suction on a syringe attached to the balloon port, bubbles were seen going through the proximal adhesive area and around the outside diameter dual lumen tube into the balloon inflation port. The device was then returned to the supplier for further evaluation. The supplier's final conclusion determined this failure to be a supplier related issue due to the gaps in the adhesive that were present in the proximal region of the hub of the device.